Event description:
This file was created as a result of a sorin smartview home monitoring product having been returned to the shipment facility. No patient or event details are available. This report was created to address a possible allegation with this device. Reported issue: "defective" incident date: unknown product: sorin smartview home monitor aware date: (B)(6) 2017.

Event description:
This file was created as a result of a sorin smartview home monitoring product having been returned to the shipment facility. No patient or event details are available. This report was created to address a possible allegation with this device. Reported issue: "defective" incident date: unknown product: sorin smartview home monitor aware date: may 15th, 2017.